Event description:
As reported by an affiliate, a patient was admitted for treatment of a left anterior descending artery lesion. As the physician attempted to connect the 2.75 x 13mm cypher select + hub to the indeflator, he noticed that the hub was cracked. The device was not used in a patient. The procedure was successfully completed with another device.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Return of the device for evaluation is anticipated, but has not yet occurred. Additional information will be submitted within 30 days of receipt.